Event description:
It was reported that during a cardiac surgery under extracorporeal circulation, a swan ganz cco catheter was involuntarily sewn in the heart. Upon postoperative x ray, a physician detected the catheter sewn in and immediately reopened the chest, however, considering risk level of removing the suture sewing the catheter, judged to cut the catheter and remain a part of it in the heart. Only a part 6 to 7 mm in length around the suture was cut off from the catheter shaft 2 to 3 cm distal from the thermal filament, and the chest was closed.

Manufacturer narrative:
The device was not returned for evaluation as the catheter was disposed at hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.